Event description:
It was reported that this left ventricular (lv) lead exhibited dislodgement. This lv lead was surgically abandoned. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.